Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-0b, c-83, and m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first erbe returned for failure analysis and the reported error was confirmed and replicated. System logs revealed c-34, 2-8a, m-1c, and m-36. A visual inspection noted no issues which may relate to the reported event. However, slight physical defects on the lower left corner of the front bezel required attention and potential rework. Fa inspection was able to replicate the reported event. The unit was tested on system and presented c-34 and c-00 errors on startup. C-00 error was found in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The second erbe was returned and the reported error was confirmed and replicated. System logs revealed errors m-02, 4-88, 4-89, c-83, and m-1c. A visual inspection found no issues related to the reported event. Fa inspection was able to replicate the reported event. The 4-89 error occurred during unit idle after system test. System test performed successfully before idle. Errors c-00, m-02, and m-0b were present in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. As a result of these findings, root cause for the reported event could not be determined. However, the root cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report m-08 error on the integrated electrosurgical unit (iesu) or erbe. Reinsertion, re-application, and replacement of the return electrode pad were performed, but the issue persisted. A force triad generator was prepared and used to complete the procedure. The procedure was completed with no reported injury.